Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned due to high pacing and shock impedance out of range, loss of capture (loc), noisy signals and high pacing threshold. The field representative indicated that rv lead trends were stable from the implantation date until the date of out-of-range measurements. A chest x-ray was performed on the patient, and no system displacement was detected. The patient reported no received any blows to the chest and has not engaged in any strenuous activities or sudden movements. No additional adverse patient effects were reported.